Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead superior vena cava (svc) impedance was greater than 200 ohms. The lead remains in use. No patient complications were reported as a result of this event.